Manufacturer narrative:
(B)(4). Evaluation summary: the assignable cause for the reported problem was determined to be depleted batteries resulting from user error. A device history review was performed with no exceptions found during manufacturing.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a depleted battery. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is 8:11:00. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with depleted battery was confirmed and duplicated during product evaluation. The root cause of the reported problem was determined to be faulty main batteries. Appropriate action was taken to correct the reported problem by replacing the main batteries. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Should additional information be received, a follow-up medwatch will be submitted.